Event description:
It was reported that the patient had a seizure while wearing the pod between 24 and 36 hours. The pod also experienced a hazard alarm during operation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided.